Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. Upon sensor pod removal from the upper right thigh on (B)(6) 2022, a portion of the sensor wire remained attached to the sensor pod and a portion remained in the skin. The patient went to an urgent care. The sensor wire was unable to be removed as it was more than 4 mm under the skin. He was then sent to the emergency room where the sensor wire was removed with a small incision, local anesthetic, and stitches. After removal the patient was in stable condition. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. The probable cause could not be determined. No additional patient or event information is available.